Event description:
I have noticed several localized inflammatory reactions to green monofilament suture material, ethicon -johnson & johnson product. Events are sporadic and occurred throughout 2004 and 2005.